Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2020. The patient provided their weight at the time of the event and noted that they lost a lot of weight. The patient did not know the cause of the problems with their pump or if the pump problems were resolved. The patient made a number of complaints against their current healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported the patient needed a new ID card however they were no longer seeing their normal hcp because the doctor was not covered under the patient's insurance and patient needed a new doctor to refill their pump in 2 days. The patient also mentioned that they are considering having the pump removed because they were having problems with it.